Manufacturer narrative:
D 6a: implant date is unknown. H6 - neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. It was reported that during a posterior spinal fusion procedure, the t20 torx driver was stripped. The tip of the driver was fractured and crosslink fractured where it attaches to rod. The fractured implants occurred prior to the revision surgery on 11/13. It was suspected by the physician that the implants (screw and crosslink) fractured due to stress on hardware from non-fusion of the patient. The crosslink and screw were explanted from the patient. There were no further complications reported regarding the event.